Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.7ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. The dates and programming present in the history did not correlate with the customer's reported date and event information. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. Line b of the device was programmed in the piggyback mode, to deliver an unspecified antibiotic, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 100ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse went into the patient's room to hang a second unspecified antibiotic. At this time, the nurse noted that the first antibiotic had not delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.